Event description:
Medtronic representative reported that the site felt inaccurate during a case where they registered the patient with pointmerge and surface merge. The doctor proceeded without the stealthstation. There was no impact to patient.

Manufacturer narrative:
Patient information was not available at time of this report, but has been requested. System investigation is on-going and results will be reported upon completion.